Event description:
It was reported that after one lead repositioning, the helix did retract but would not extend a second time after multiple turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix mechanism (sleeve head). Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that after 1 lead repositioning, the helix did retract but would not extend a second time after multiple turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.